Event description:
It was reported to boston scientific corporation that an rx pre-curved ercp cannula was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, post procedure, they noticed that the tip of the cannula was longer than usual. The procedure was completed with another rx pre-curved ercp cannula. The complainant was unable to confirm if the tip was damaged. Additional requests have been made to obtain information regarding the details of this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Additional information has been received since the previous medwatch report was submitted: the longer than usual tip was noticed during the procedure.

Manufacturer narrative:
(B)(4) (tip damaged). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluation: a visual examination found that no damages were observed on the working length of the device. The dimensions of the working length including the tip were measured and were found to be within the specifications. The tip of the device was found to be free of any damage. The condition of the returned unit was not consistent with the complaint incident that the tip of the cannula was longer than usual. The most probable root cause of 'not confirmed' is selected since the returned device showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. This event has been deemed a non reportable event based on the investigation results.